Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. Queried reason for revision - (B)(6) 2014. Discovered case was resurfacing to xl on (B)(6) 2014. Reason for xl revision was pain and stem loosening. As the case was originally reported as resurfacing ((B)(6) 2014), with the stem and sleeve added later there was some confusion as to what kind of revision this was. This has since been clarified as resurfacing to xl. I have attached all documents from com (B)(4) (the xl revision) to this com to show correspondence and details of both revisions. Cup remained in situ and was revised when the xl system was on the (B)(6) 2011. Resurfacing to xl - see com (B)(4) for xl. Rec'd confirmation that head was revised due to prothesis being non-functional and the bone being fouled. (B)(6) 2014.

Event description:
Asr revision; asr resurfacing- right; reason(s) for revision: unknown. Queried reason for revision - (B)(6) 2014. Discovered case was resurfacing to xl on (B)(6) 2014. Reason for xl revision was pain and stem loosening. As the case was originally reported as resurfacing ((B)(6) 2014), with the stem and sleeve added later there was some confusion as to what kind of revision this was. This has since been clarified as resurfacing to xl. I have attached all documents from com 052171 (the xl revision) to this com to show correspondence and details of both revisions. Cup remained in situ and was revised when the xl system was on the (B)(6) 2011. Resurfacing to xl - see (B)(4) for xl.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing- right, reason(s) for revision: unknown. Queried reason for revision - (B)(6) 2014. Discovered case was resurfacing to xl on (B)(6) 2014. Reason for xl revision was pain and stem loosening. As the case was originally reported as resurfacing ((B)(6) 2014), with the stem and sleeve added later there was some confusion as to what kind of revision this was. This has since been clarified as resurfacing to xl. I have attached all documents from com (B)(4) (the xl revision) to this com to show correspondence and details of both revisions. Cup remained in situ and was revised when the xl system was on the (B)(6) 2011. Resurfacing to xl - see com (B)(4) for xl. Rec'd confirmation that head was revised due to prothesis being non-functional and the bone being fouled. (B)(6) 2014.